Manufacturer narrative:
Additional product code: hwc. Device has not been explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: this complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile part were reviewed with the following result: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the post-operative x-ray shows that the nail had cracked the anterior cortex of the distal femur and is protruding. This was not noticed during the surgery. The surgeon currently has no plans to revise the patient, but will monitory the situation. This is report 1 of 2 for (B)(4).